Event description:
New information received noted a replacement lead was implanted in the patient on (B)(4)2018. No further information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for an initial system implant. During the procedure the right ventricular lead could not be fixed to the myocardial tissue. After several unsuccessful attempts, the implant procedure was cancelled. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.